Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 minutes. Results of 25mg/dl and 97 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range spec and no errors were observed during control solution testing. According to the memory log of the returned meter the values the customer received are 251mg/dl adn 97mg/dl within ten minutes in 2008.